Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a vertical gas break occurred during a procedure involving the patient's right eye. The medical doctor was unable to lift the flap and has elected to wait before creating a new flap. No patient injury was reported, and no surgical intervention was required. No further information provided.